Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving compounded baclofen at ¿1000 mcg¿ via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2019 the hcp was made aware that the patient¿s pump had eroded through the patient¿s skin and was exposed; it had occurred prior to that date. The patient was admitted to the ICU (intensive care unit) pending explant of pump as soon as he was stable enough to do so. It was noted that the pump had migrated as a result of significant weight loss due to multiple illnesses and hospitalization. Per the hcp, there was no failure of the pump. No diagnostics or troubleshooting was performed. The issue was not resolved as of (B)(6) 2019. The patient status was reported as ¿alive-with injury¿ with the injury noted to be ¿pump eroded thru skin¿. No further complications were reported/anticipated.